Manufacturer narrative:
Date of event is estimated. D6b- date of explant is unknown. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient underwent surgical intervention at an unknown date wherein the entire scs system was explanted. Reason for the explant is unknown at this time.